Event description:
The pt reported that over the past month, she has had 4-5 insulin infusion sets that have not properly adhered to her skin. She stated some of the sets had been in place for 1 hour and occurred when she was changing clothes. She said she did not keep any of the infusion sets at issue. The pt was sent complimentary prep wipes and adhesive product. On follow up, the pt stated she has had no further issues. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.